Manufacturer narrative:
The customer¿s report of the device failing to alarm for air in line was not confirmed. The reported suspect pump module s/n (B)(4) is not recorded in the pcu event log until 5:21 pm on (B)(6) 2017, which is the date the customer reported turning on the device to download the logs and investigate at the facility. The device was not recorded as having been used for any infusions with this pcu on the reported event date of (B)(6) 2017. The pcu event log does not contain any infusions that were running at the reported event rate of 17ml/hr. Analysis of the pump module event log shows the module did not contain any infusions that were running at 17ml/hr. On (B)(6) 2017 the module ran at rates of 40ml/hr, 7.5ml/hr and 1ml/hr. The root cause of the customer¿s report of the device not alarming for air in line was not identified.

Event description:
The customer reported that a tpn/il infusion which was connected to the patient's PICC line was discontinued and replaced with a new primary infusion of 250ml of d10w with 0.2% nacl and 20 meq/l kcl which was programmed to infuse at 17ml/hr for 24 hours. The infusion did not alarm for ail. As a result, the patient was resuscitated and started on ECMO. There was no report of lasting harm.